Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her son dropped the pump while he tried to change the reservoir. The customer stated that the screen is dark and there is a crack underneath. Customer was not able to troubleshoot during time of call. The insulin pump was not returned for analysis.